Event description:
The dial on the vaporizer used on the anesthesia machine was reading approx half the amount of the gas analyzer reading. The analyzer was checked and recalibrated but the problem continued. The vaporizer was removed and the machine taken out of service. (B)(4) services the equipment and the rep felt the vaporizer was faulty and will replace it when he receives a new one.